Event description:
On (B)(4) 2012, customer reported a clenz leak, of approximately 20 cc, coming from valve 49 (vl49) on the lh500 instrument. No injuries were reported and no erroneous patient results were generated. Customer technical support (cts) assisted the customer with troubleshooting, via phone. Cts instructed the customer to replace the tubing at vl49. This resolved the issue. Field service engineer (fse) followed-up, via phone, with the customer and confirmed that the tubing replacement resolved the leak. No further leaks were reported.

Manufacturer narrative:
(B)(4).